Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available, that changes this assessment, an amended medical report will be submitted. The implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the surgeon was using the mis, rasp handle, double offset, left and the spring from the rasp handle came out of the slot during impaction using a mallet. Slider (spring mechanism) fall out/apart, spring fall out/apart.

Manufacturer narrative:
No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) event summary: a mis, rasp handle, double offset, left (ref: 01.00001.003 lot: 14.082064) has been received. It is reported that the spring from the rasp handle comes out of the slot during impaction using a mallet. The slider (spring mechanism) fall out/apart and the spring fall out/apart. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: visual examination: visual inspection of the mis, rasp handle, double offset, left (ref: 01.00001.003 lot: 14.082064) shows, the locking lever is situated correctly in the rasp handle and the instrument does look fully functional. There are signs of usage visible, especially a lot of dents at the strike plate. When disassembling the device, some signs of wear become visible. Further the DHR indicates that all components met all specifications. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. A concession was found that has no effect on the effectiveness of the product. Functional tests: with the mis, rasp handle, double offset, left (ref: 01.00001.003 lot: 14.082064) functional tests were conducted. The functional test was performed using two different rasps: mis, cls rasp size 9 (ref: 01.00503.005, lot: 04.128283) and mis, cls rasp size 15 (ref: 01.00503.010, lot: 09.2512248). Both rasps could be connected to and disconnected from the handle without any problems. Afterwards, the mis, cls rasp size 9 was fixed and multiple hammer blows in both directions were performed on the striking plate of the rasp handle. The described failure could not be reproduced. No dislocation or breakage occurred and the spring from the rasp handle didn't come out of the slot during impaction using a hammer. The slider (spring mechanism) didn't fall out/apart and the spring didn't fall out/apart. However, even though the described failure could not be reproduced completely, the device has been disassembled for further investigation. The wear detected when the device was disassembled indicates that the spring has hit the housing during the hammer blows, creating slowly but steadily a chamfer like contour that might allow the spring to jump / slip off the housing. Functional tests also conducted within the investigation of earlier complaints have shown, that if the lever is not assembled correctly (spring is out of its guidance) and the lever is unlocked and pushed down while forces are applied, it can become loose. Root cause analysis: root cause determination using rmw: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance: not possible, a systematic issue related to potential design and/or material properties would have been detected as part of complaint trending; instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient: not possible, as according to the material compatibility specification the material has been tested; fracture of instrument due to general corrosion (crevice, pitting, galvanic): not possible, as no signs of corrosion can be detected; damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling: not possible, as nothing indicates that the surgeon is unfamiliar with the device; instrument breaks or deforms due to off-label / abnormal-use: not possible, as no signs of off-label use could be detected; instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition: possible, possible as it is reported that the spring from the rasp handle comes out of the slot during impaction and the locking lever felt apart, it was not possible to use the handle with the rasp anymore; instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition: possible, possible as it is reported that the spring from the rasp handle comes out of the slot during impaction and the locking lever felt apart, it was not possible to use the handle with the rasp anymore. Conclusion summary: based on the returned product and the given information the complaint could not be confirmed and an exact root cause could not be determined. The reported event could not be reproduced. However, it seems plausible, that the event happened due to the detected chamfer like contour of the housing, where the spring is in contact with the housing when in locked position. This chamfer like contour seems to be the result of repeated usage and might have facilitated the spring to jump out of the guidance. In combination with high forces applied during the surgery this might have initiated the loosing of the locking lever. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).